Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the lot number provided, n9063c, confirmed an atw35, not the reported tsw35. The product code was updated in the file. Did the cartridge(s) fall into the patient: no. Are the cartridges returning with the device: yes.